Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Post operative breakage of femoral head. Primary surgery: (B)(6) 2000. Revision surgery (scheduled for): (B)(6) 2015. Components reported: stem: bicontact std 10mm. Cup : plasmacup sc 52mm. Liner: forte liner 28mm (for 52/54).